Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 11/30/2015, on behalf of the foreign patient to report that on (B)(6) 2015, the receiver turns off unexpectedly after a couple minutes of use without giving an alarm. Patient stated they charged the receiver for a lot of hours, it displays a full battery charge, but it still turns off. No additional event or patient information is available.